Event description:
The pt was diagnosed with an occluded right mca (m1) region. Physician administered ia-tpa throughout the case, but not after incident. Initially the merci retriever was used to attempt to open the occlusion, and after two passes some success of revascularization was achieved. The penumbra system 032 was introduced to clear remaining thrombus and more distal m2/m3 occlusions. One m2 branch was cleared of thrombus using the penumbra system 032, and another occluded m2 branch was accessed with the psc032 after several mins of debulking the clot (using the approved technique of pss032 wire movement and psc032 position) the blow appeared to improve. The next contrast injection to validate revascularization instead displayed some contrast extravasation. The physician quickly placed the psc032 in a position to tamponade any further bleeding into the subarachnoid space. After a few minutes further cerebral angiograms were taken, and proved that the bleeding had stopped. During this period, the pt experienced a brief rise in blood pressure, but then returned to normal. The final cerebral angiograms appeared to demonstrate the entire mca region was revascularized, and the perforations site had been sealed. This incident appeared to cause no change in condition or injury to the pt.

Manufacturer narrative:
Device discarded by hospital and not available for return to manufacturer. There is no indication that the penumbra system caused or contributed to the pt injury. Other therapies (merci retriever, ia tpa) were used during the procedure, and may have contributed to the pt injury.